Event description:
Consultant reported that surgeon advised that pt had a ti cervical spine locking plate 40mm implanted; plate broke post-operatively and was explanted.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as not device has been returned. Without a lot number, synthes is unable to determine a manufacture date.